Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited an output anomaly due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pusle generator exhibited an output anomaly. The device was explanted and replaced.